Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. (B)(4). Concomitant products: carto 3 system, model #: m-4800-01, serial #: (B)(4); smart ablate generator, model #: m-4900-07, serial #: (B)(4); smart ablate pump, model #: m-4900-08, serial #: (B)(4); soundstar eco catheter, model #: m-5723-15, lot #: unknown; auto ID quadrapolar catheter, model #: unknown, lot #: unknown. (B)(4).

Event description:
It was reported that a male patient underwent a idiopathic ventricular tachycardia (idvt) procedure with a smart touch bidirectional catheter and suffered a pericardial effusion. The patient's medical history was unknown. The physician noticed a small pericardial effusion on the ultrasound image post procedure. Anticoagulants were reversed. There was no hemodynamic change in the patient. There was no intervention performed. It was not known when the event occurred. A transseptal puncture was not performed. There were no error messages observed on the biosense webster equipment during the procedure. The patient was observed overnight in the critical care unit (ccu). The patient was reported to be in stable condition at the time the complaint was reported. The patient fully recovered with no residual effects. The physician;s opinion regarding the cause of this adverse event is that it was procedure related. Settings during the event include: power control mode / temperature cut off setting was 45 / power titrated between 30-35 watts / flow setting was 17ml/min &#14387;0ml/min / act was maintained in the 250's.